Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of 'recurrent alarm' was confirmed and identified during evaluation as a downstream occlusion alarm. This evaluation was performed on-site by a baxter field service technician. The root cause was due to the occlusion calibration being out of range. Occlusion calibrations were performed to correct the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
Baxter (B)(4) reported a flogard infusion pump with a recurrent alarm. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.